Event description:
Reporter alleged blood glucose measured 280 mg/dl back to back with a result of 135 mg/dl when testing was performed within 1 minute of each other. Customer stated activity, medication, and food remained as normal. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.